Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 102 mg/dl. Customer does not feel well and observed dizziness. Medical intervention sought. Customer went to hospital and blood glucose test performed with result of 598 mg/dl. After two hours and medication administered, her blood glucose test results were 262 mg/dl. Currently taking medication to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 235 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 598 mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.